Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was partially explanted as a result of recently rising threshold, high impedance and possible fracture. The lead replacement was attempted via laser extraction without success so the end portion of the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The lead returned with severe explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.